Manufacturer narrative:
The event unit has been returned to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: ni. Event description: the trocar was inside the patient abdomen during a laparoscopic procedure; a valve from the trocar had fallen into the patient's abdomen. The valve was retrieved from the abdominal cavity. Additional information received by an applied medical via email on 20apr2026: it was the (transparent) shield that came loose when I inserted the mesh through the open trocar during a laparoscopic inguinal hernia repair. Apart from the mesh, only the camera and a grasper used to hold the mesh were passed through that trocar. Intervention: they removed the trocar and used another one instead. Patient status: patient is ok.